Event description:
A customer reported a pixel issue on the pump display, affecting their ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as part of the resolution. The customer was informed of the replacement and reverted to an alternate method of insulin therapy.